Event description:
The customer reported the air/water function of the channel was disturbed. The reported issue occurred during reprocessing of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with foreign material. Reportedly, the subject device was only wiped with alcohol and not fully reprocessed before it was sent to olympus. This report is being submitted for the malfunction found during evaluation of the device (clogged nozzle).

Manufacturer narrative:
During inspection and testing, the foreign material clogging the nozzle was not removeable. No air or water flow was achievable due to the clogged nozzle. In addition, service found the flexibility adjustment ring was scratched, the forceps channel port was deformed, the grip was scratched, the control unit was shaved, the light guide cover glass was scratched, the scope connector cover was scratched, the scope connector was scratched, the insulation resistance value at the distal end was out of specification due to a damaged bending section cover, there was play in the up/down knob due to wear of the angulation wire, the bending angle in the down direction was out of specification due to wear of the angulation wire, the image guide protector was damaged, tightness of the braid had become uneven due to deterioration of the braid bending tube, the plastic distal end cover was dented, the coating on the connecting tube was peeled off, and the coating on the universal cord was peeled off. The air/water cylinder, the suction cylinder, the up/down knob, the right/left knob, the electrical connector, and the switch box were discolored. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed; however, the cause could not be further established. The user can detect the suggested event properly by handling device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. There is a possibility that the user can reduce/prevent occurrence of the event by handling device in accordance with the following IFU: "reprocessing manual_ cleaning, disinfection and sterilization procedures_ precleaning flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle, always use the aw (air/water) channel cleaning adapter to clean the air/water channel after each use. Cleaning, disinfection and sterilization procedures_ manual cleaning. Flushing detergent solution into the air/water channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure¿. Olympus will continue to monitor field performance for this device.